Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during production using 100 ml grey cadd cassettes, a 100% visual inspection and subsequent reinspection identified three cassettes containing particulate matter. Two lots were used in this production, 6171577 (35 units) and 6147681 (168 units), and neither lot had previously been associated with a filed complaint. The cassettes, used by integradose for delivery of hydromorphone hcl, were not available for return; however, photographs of the observed particles were provided. The particles were described by staff as one sliver-shaped, one round, and one very small particle, consistent with particle types previously observed at integradose.